Event description:
Info received indicates the bed operation is erratic. The technician found the power control board was corroded and moist and the bed exit board also had moisture on it.

Manufacturer narrative:
The technician replaced the power control board and dried the moisture from the bed exit board to repair the bed.